Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred. Customer was unable to provide further information and declined tandem technical support's offer to follow up. Customer's blood glucose was 239 mg/dl.